Event description:
It was reported that the customer allegedly developed a deep tissue injury; however, no product malfunction was alleged. The mattress serial number could not be provided by the account to perform an inspection. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: an inspection was not performed as there was no product malfunction alleged. The mattress serial number could not be provided by the customer to perform an inspection. The mattress serial number could not be provided by the account to perform an inspection.